Manufacturer narrative:
The case logs have not been reviewed for evaluation. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. This event occurred in (B)(6).

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case was aborted before fuses on the system were able to be replaced after confirming the reported failure. This resolved the reported issue. It was also reported that there was 15 minutes of additional anesthesia time added to the surgery. There was no reported adverse affect to the patient reported as a result of this. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. This event occurred in hong kong.